Event description:
Csf shunt had been placed in 2004 and removed the following month, then replaced with another duplicate shunt. Client again developed leakage of spinal fluid and headaches requiring removal again 8 days later. Dr thought shunt had broken apart. Dr kept shunt for review.